Manufacturer narrative:
The customer's glidescope core smart cable is not expected to be returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported glidescope core smart cable serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure using a glidescope core smart cable, the image froze when the cable was manipulated after the laryngoscope was introduced into the patient's mouth. No delay in the procedure, use of a backup device, or harm to the patient was reported.